Manufacturer narrative:
Patient has "tissue breakdown" that presented about 5 years after off- label artefill injections in the chin and above the upper lip, resulting in an opening in the skin on the chin area requiring sutures. This initially presented (B)(6) 2017 and was thought to be the result of a case of impetigo on the lower face unrelated to the artefill injections. The suspected impetigo was treated with led treatments and antibiotics and appeared to be getting better. However on (B)(6) 2018 the physician relayed that testing had ruled out impetigo. The cause of the tissue breakdown is unknown at this time; however the physician relayed (also on (B)(6) 2018) that a biopsy indicated that the patient had confirmed granuloma in the area of the injections which is suspected to be artefill-related. The patient was injected with lot f121006 on two occasions: 6 syringes injected on (B)(6) 2012 and 3 additional syringes injected on (B)(6) 2012. Manufacturing records for the lot used in the procedure (f121006) were reviewed and the lot met all acceptance criteria upon release. The lot expired in (B)(6) 2013, therefore retained lot samples were not available for review. At the time of injections in 2012, artefill was indicated for the correction of nasolabial folds. The product has since been rebranded as "bellafill" and is now also indicated for moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years.

Event description:
Patient has "tissue breakdown" that presented about 5 years after off- label artefill injections in the chin and above the upper lip, resulting in an opening in the skin on the chin area requiring sutures.